Event description:
An unintended retained foreign object (urfo) occurred when a particle broke off unobserved from the tip of a surgical instrument during the procedure. The instrument is arthrex 1.8 knotless fibertak softanchor, ref ar-3636, lot 15002846.